Event description:
End user alleges that the right brake is hanging up on the chair. Please note this product is discontinued and is approximately 17 years old. No injury. Any further information received will be filed in a supplemental report.